Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ping meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2013, at 8 am, while they were at (B)(4). The patient reportedly was vomiting by 9:30 am. The patient was tested on the emergency medical service meter at 10:18 am. Reportedly, the patient had high ketones and tested high (above 600 mg/dl). Based on the ems meter reading, the patient¿s mom treated the patient accordingly. The power issue was not resolved with troubleshooting. The battery was replaced. There was no product misuse. This complaint is being reported because the patient had high ketone and required treatment after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 (02/3/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter powers on during use; however, a secondary issue was noted where the lcd was found defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.